Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a cori assisted ukr surgery, the real intelligence robotic drill did not spin as it normally does. The procedure was resumed, after a significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: the real intelligence robotic cori drill rob10013, (B)(6), used during treatment, was returned for evaluation. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed, and the reported scenario can be confirmed. A kpc test was attempted, but the drill did not respond. A second kpc test was attempted after restarting. During the second kpc test, the drill did not spin even though the motor was heard running. The drill was opened for further investigation. A receptacle for the exposure motor had burn-marks. The exposure motor was tested and passed. When removing the motor, it was extremely difficult to remove the dc motor due to oxidation inside the drill. Once the motor was removed, it was noticed that the threads were damaged. The slip shaft was broken as well. The drill was disassembled further, no failures were found. The drill was reassembled, and the defective parts were replaced. A test case and a kpc test were performed, both tests passed. An engineering review was completed. The exposure motor was tested and found to be responsive. The most likely cause for the reported scenario is a broken slip shaft. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.